Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act button due to corroded keypad traces. The max fill alarm could not be verified due to unresponsive buttons. The numbers did not uncontrollably scroll up during testing. The device had minor scratches on the lcd window, cracked belt clip slot and cracked reservoir tube lip. Implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer's mother reported via phone call that the customer's insulin pump had keypad anomaly. Customer's mother stated that the device alarms max fill reached and the keys are unresponsive. Customer's blood glucose reading was 190 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.